Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient¿s scs system was explanted.